Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f, 10f, 19f (21f outer diameter) intruitrak stent graft (endologix); heparin, protamine. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician attempted suture placement of the prostar xl in a mildly calcified right common femoral artery (rcfa) prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a 6 fr sheath was placed after initial cfa puncture, the sheath was exchanged for a guide wire, and then the 10 fr prostar xl delivery system was introduced over the wire. The prostar xl was placed and marking could not be obtained. It was described as no blood return through the short pilot tube (dedicated marker lumen), although there was retrograde flow through suture pilot (sutures lumens). The prostar xl device was removed over the guide wire and another prostar xl was introduced over the guide wire and deployed successfully. The sutures were set aside to perform the index procedure. After completion of the procedure, the sutures were used to close the arteriotomy; however, after completing knot advancement hemostasis was not achieved with the final knot tying. The knots were tightened, but had only adventitia (no arterial wall). The guide wire had been removed and it was elected to proceed using open surgical repair. A direct suture repair was done resulting in successful hemostasis. There was no adverse patient sequela. The aaa stent-graft device delivery system is a 19 fr sheath with an outer diameter of 21 fr. The subcutaneous tissue was closed with running 2-0 vicryl and the skin with 3-0 subcuticular vicryl. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device was available for evaluation, subsequent information received indicated the device was discarded at the facility. It was reported that hemostasis was not achieved with the prostar xl device after completing knot advancement. The prostar xl was reported to have been used with a 6fr introducer sheath. The device is indicated to be used with sheath sizes of 8.5 to 10f, as outlined in the device instructions for use (IFU). The access site was reported to be mildly calcified and the IFU states: the safety and effectiveness of the prostar xl 10f system have not been established in patients with common femoral artery calcium, which is fluoroscopically visible at access site. Based on the reported information and the manufacturing inspection criteria, the cause of the reported bleeding after final knot tying appears to be related to the following factors: use of an introducer sheath smaller than the indication outlined in the IFU, and a closure site larger that the IFU indicated size of 8.5 to 10fr. Additionally, the operational influences may have played a role in the event. It does not appear to be a product quality deficiency. Review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no previous similar incidents for this lot. There does not appear to be any indication of a lot specific product quality deficiency.